Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture", baker grade unknown and "axillary nodes suggested silicone in them" via mammogram.

Event description:
Patient representative reported left side capsular contracture baker grade unknown, "axilar adenopathies in left axile", "permanent pain", "axillary nodes suggests silicone in them, probably due to a small transudation of the prosthesis, without signs of rupture being observed." Patient representative also reported "lack of motion in shoulder"; this event is not device related. Device has been explanted.